Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during follow-up, the device could not be interrogated and a telemetry test was performed without success. The device was replaced and the patient was in good condition.